Event description:
On (B)(6) 2011, pt reported hyperglycemia due to the infusion sets. Blood glucose elevated to 300-350 mg/dl, and normal blood glucose is 100-120 mg/dl. Pt felt terrible and bolused to correct hyperglycemia. There were no issues with the preparation of the infusion set. At times, the infusion set did not insert properly. There was no insulin leakage. Infusion set insertion device was used to insert the headsets. There were no issues removing the infusion set. This first occurred 3 weeks prior to the report. Blood glucose was within normal range at the time of the report. Product was replaced. No product was requested for evaluation. The pt did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
No product will be returned for evaluation.